Event description:
The consumer reported to nova biomedical that, "... She was getting erratic both high and low blood glucose results." According to the consumer, she received a result of 58 mg/dl on her blood glucose meter. Then consumer immediately performed two (2) additional tests using the same meter and strips from the same vial getting the following results of 404 mg/dl and 85 mg/dl. During the call to customer support, it was revealed that the consumer used a competitor's brand control solution on her test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020213155. Expiration date: 06/01/2015. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.